Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure in which the lead was repositioned. The patient is doing well post-operatively.